Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, a groshong nxt PICC catheter (peripherally inserted central venous catheter) was used for the patient's long-term intravenous infusion treatment. The healthcare worker performed the PICC catheterization for the patient in accordance with the operating procedures, and after the successful catheterization, the catheter was secured with a transparent dressing and connected to the appropriate infusion device. During the subsequent flushing process, the medical staff used a 10 ml syringe to carry out pulsatile flushing, and the operation was in line with the standard procedure. During the flushing process, the medical staff found that the catheter joint was loose, resulting in partial leakage of the flushing fluid. Due to the loose catheter joint, the flushing fluid does not fully enter the blood vessels. This condition does not cause direct harm to the patient but needs to be treated immediately. No other information was provided.